Event description:
It was reported that the patient experienced phrenic nerve stimulation related to the left ventricular (lv) lead pacing output. It was further reported that the stimulation was unable to be reproduced and no intervention or action was taken to resolve. The lead remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 694765 implantable tachy lead 2011 (B)(6); 407652 implantable pacing lead 2011 (B)(6). (B)(4).